Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed skin overgrowth at the implant site. Subsequently, a procedure was performed on (B)(6) 2016, to excise the excess skin. The patient was treated with oral antibiotics following the procedure twice daily, for a duration of 14 days. Prior to the procedure, the patient was using an antibiotic ointment at the implant site, twice daily (date and duration not reported).